Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: an "ezprime" operation was performed and during the "load" step the pump did not recognize the cartridge and pushed all the fluid out "no cartridge detected warning." There were no alarms related to the complaint in the alarm history. The pump review showed several "no cartridge detected" warnings and non-zero low force loss of prime warnings. A dimpled force sensor spoke shim was observed. Contamination was found below the ball seal on the lead screw. There was a stuck seal in the drive assembly.

Manufacturer narrative:
MFR date 08/2010. Correction number: 2531779-03/24/2010-003-r. (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient reports that pump dispensed insulin during load cartridge phase.